Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.7 inr/2.7 inr, 1.4 inr/2.1 inr. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1.4 inr/2.1 inr. Medical history includes atrial fibrillation. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.